Manufacturer narrative:
Device evaluation: analysis of the extension found no anomalies; a known good lead could be completely inserted into the distal end of the extension. The insertion and withdrawal force of the distal end was within specification. X-rays of the balseal connectors did not reveal any anomalies. The lead being used when the customer had insertion difficulties was not returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue with a ¿defective extension¿ was experienced during an implant procedure. It was further reported that it was ¿impossible to insert electrodes into the extension.¿ the extension was never implanted and was instead replaced at the time of the procedure. The issue was resolved at the time of report; there were no surgical interventions planned or performed and the patient was alive with no injury.